Event description:
The radiopaque portion at the tip, unraveled. When the physician attempted to pull it out of the pt, the last 30 mm of wire got stuck and the whole tip unraveled. The physician had to take a balloon and telescope it over the wire to free it up. This event lengthened the procedure time by approx 30 minutes.